Event description:
It was reported that a prime rewind alarm was received on the insulin pump. The customer's blood glucose level was 98 mg/dl. The insulin pump was reportedly neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, it was reported that the drive support cap was sticking out and loose and the customer pressed the cap back in. The customer also reportedly stated that there had been some priming and rewinding issues that had taken place before where the prime rewind alarm did not occur. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. The device passed prime, displacement and basic occlusion test. No a compromised force sensor systems noted.